Event description:
It was reported that pump experienced malfunction with a displayed malf 12 code, and no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with resetting pump using provided instructions, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code appeared again.